Event description:
Patient with history of severe burn related scars and contractures to his right upper extremity for which he is undergoing staged procedures to excise and release them. Following excision and release of the scars, the surgeon placed integra (meshed bilayer biosynthetic, 4x10). Following placement of this product, the patient developed what appeared to be an allergic reaction to the biosynthetic and required subsequent return to the operating room for its removal. The surgeon used allograft following removal of the integra. The patient was also referred to dermatology and allergy specialists to help determine if this was, in fact, an allergic reaction. Reason for use: excision and release of burn scarring.